Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) gave a battery depletion (bd) alert. Technical services confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement. Currently the device remains in service. There were no adverse effects to the patient reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) gave a battery depletion (bd) alert. Technical services confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement. Currently the device remains in service. There were no adverse effects to the patient reported. Additional information was later received from the field that confirmed this device was explanted and replaced. There were no additional adverse patient effects reported. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) gave a battery depletion (bd) alert. Technical services confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement. Currently the device remains in service. There were no adverse effects to the patient reported. Additional information was later received from the field that confirmed this device was explanted and replaced. There were no additional adverse patient effects reported.